Manufacturer narrative:
The leica biosystems field application specialist has communicated with the customer and confirmed that the customer placed the instrument in off-site storage. The customer does not intend to return the device to their laboratory or provide alternatice access to the device for further inspection or testing. Therefore, no conclusive root cause can be established for this incident. Although the root cause of this case cannot be confirmed due to insufficient information, we have made speculations about possible causes below: suspected cause ¿ wax bath improper placement / carousel deviation due to the instrument was moved offsite to a storage unit facility and no longer in a lab space, the onsite inspection is unavailable. Based on the only available photos and event description, this case has the following suspected causes: if the wax bath is placed correctly, the most likely cause of the accident is that the instrument has been in use for a long time, and the carousel gradually deviates from its original position during operation, preventing the sample basket from aligning with the center of the wax bath, resulting in a collision. A skewed lid hook or a faulty verpos pcb can also cause such an accident. However, according to the provided photos, the wax bath is not tilted to the left or right, but outward from the center of the circle. This is more like the wax bath was hit by the descending sample basket due to improper placement, rather than a malfunction of the instrument itself.

Event description:
On 25 june 2025, leica biosystems (lbs) received a device malfunction complaint where laboratory staff members were exposed to reagent fumes. The complainant informed lbs that several staff members reported dizziness, vomiting, nausea, headaches and more and several went to urgent care for further evaluation and testing. The lbs field applications specialist (fas) investigating this event with the complainant documented the following, ¿customer mentioned the incident which everyone felt sick was during the first week of may and when asked to confirm the date, she mentioned she thinks it was may 4th and based the date off timestamps of emails and text messages surrounding the incident.¿ on 27 june 2025, the lbs fas documented the following information from the complainant, ¿¿3 staff members decided among themselves to seek medical treatment. 2 of the 3 staff members were found to have a presence of over-exposure based on testing.¿ the type of testing is unknown. The complainant also mentioned, ¿¿one of the staff members was recommend glutathione injection, ivs, hyperbaric oxygen.¿ when the customer was asked about the type of treatment, the customer did not disclose any details aside from what was recommended for the single individual mentioned previously and that the staff members that sought treatment were found to have elevated levels of chemical exposure. Specific type of treatment was not provided. The lbs fas documented, ¿when asked, the customer did not want to provide identifier information about the 2-3 staff members that sought medical treatment. Customer did mention she did not want to request that information from the staff due to hippa concerns.¿